Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis. Parts not returned.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that while in the a nexframe dbs case and cranial 3.0.2 the site had lined up in guidance view and locked down the nexframe. They then went back to orthogonal views and their entry point was not where the probe was. They reset entry, but now going back into guidance, they were no longer lined up. The manufacturer representative then re-aligned the nexframe and they were able to proceed. The surgery was completed with navigation and there was no impact on patient outcome.